Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B5, d1, d12, g4- PMA/510k #, h10.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter resulting in the pump shutting off. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no adverse impact the customer¿s blood glucose.